Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -17.0 diopter, implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery and the problem resolved. Cause of event was unknown.